Event description:
It was reported that during use with bd facscanto¿ ii flow cytometer the flow cell tube came off and leaked biohazardous waste outside of instrument. There was no user impact. The following information was provided by the initial reporter: after repair, the flow cell tube comes off and leaks. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 24feb2021 to date 24feb2022. ¿ complaint trend: there are 20 complaints related to the issue of waste leakages not contained within the instrument. Date range from 24feb2021 to date 24feb2022. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # 338961-338960-v33896101710-900322569-11, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a clogged sheath tubing. The customer had initially reported that the flowcell tubing had disconnected and leaked. During wo-02335419, the fse removed the clog from the sheath line tubing and the instrument appeared to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02335419, case # (B)(4). Install date: 09feb2012. Defective part number: n/a. Work order notes: o subject / reported: "setup failed" and "laser delay optimal failed" errors during cst. O problem description: cst stops with error after performing long clean. O work performed: (treatment) remove the clogging at the relevant part. Confirm the normal pattern with ultrarainbow beads. Perform fine adjustment of the optical axis. (Result) confirm that all pass is performed by cst. O cause: (phenomenon) visually confirm the defective part. (Cause) the sheath line on the right side of flowcell is clogged. O solution: when the user performed a long clean, cst stopped with an error immediately afterwards. Since the sheath line on the right side of flowcell was clogged, it has been improved by removing it. I carried out cst and confirmed that all passed. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, risk analysis canto ii fluidics was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.2 not connected. O potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart. O potential cause(s)/mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. O current controls: user observation of leak. O recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump. O severity: 8. O occurrence: 4. O detection: 1. O risk index: 32. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog in the sheath line. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog in the sheath line. The fse confirmed the issue and removed the clog from the sheath line. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that during use with bd facscanto¿ ii flow cytometer the flow cell tube came off and leaked biohazardous waste outside of instrument. There was no user impact. The following information was provided by the initial reporter: after repair, the flow cell tube comes off and leaks. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.